Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 05/26/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings:a review of the black box verified the pump was delivering with no voltage anomaly. The complaint regarding overheating was not verified in the black box and could not be duplicated. The battery compartment was intact with no evidence of moisture ingress. The pump was run for a minimum of 24 hours with no power loss or overheating duplicated. The battery was not returned.